Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 311 mg/dl at the time of the event and received a pump error 63(hardware low level failures.). The customer reported hyperglycemia treated with insulin pump. The event involved products mmt-342g, mmt-432ag, mmt-1884. Troubleshooting was performed for pump error and the customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the self-test. Troubleshooting was partially performed for hyperglycemia and later customer declined. No further patient complications were reported. It was unknown whether the customer will continue using the reservoir and infusion set. No product return is required for mmt-342g. No product return is required for mmt-432ag. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test the history was download successfully utilized thumps software. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2025 21:16:48:000 pm with variable (15). Pump error 63 alarm due to moisture damage. Unit received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, missing and cracked case corner of belt clip rails. Pump error 63 alarm triggered by three consecutive pump error 63 alarms with variable 15 due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.